Event description:
Reportable based on device analysis completed on 15 april 2015. It was reported that the coil became lodged and detached within the catheter. The patient was undergoing an embolization procedure to treat nodules in gastroduodenal artery (gda). Vascular access was gained via the femoral artery. Three unspecified coils were successfully deployed through the catheter. A 4mm x 15cm interlock¿ was then selected for use with a direxion microcatheter. Resistance was felt at the hub of the catheter and the coil became lodged and detached within the catheter. The coil together with the catheter were removed. The procedure was completed with a different microcatheter device and another of the same coil. There were no patient complication reported and the patient's status is fine. However, device analysis revealed a broken pusher wire.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). A pusher wire, introducer sheath and coil were returned. The coil was not interlocked with the pusher wire. There was a significant amount of blood in the introducer sheath. The pusher wire was broken near the proximal tfe. The pusher wire was noted to be kinked. The fiber bundles of the coil were noted to be kinked. The coil was noted to be stretched and kinked. The interlocking arm of the pusher wire was inspected and no damage noted. The interlocking arm of the coil was inspected and no damage noted. The coil zap tip was inspected and no damage noted. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿in order to achieve excellent performance of the fidc coil and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device.¿ (B)(4).